Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by patient's family member that the patient had died due to "runaway" implantable pulse generator (ipg). No additional information was provided.